Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the axiem of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes that apply to this testing: 10, 114, 4307. The axiem was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed as there was an electrical failure. The test system reported that the axiem box, and emitter was showing a communication error, and the eminterface reported a fault on coils 4, 5, and 6. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the emitter was plugged into this system, a communication error in the emitter details was displayed. Once the emitter was unplugged, communication was restored. When the clinical specialist (cs) replaced the emitter on the system, the issue continued. When the emitter was disconnected, the axiem box communication was restored, but with either the new or the old emitter connected, communication was lost with both the axiem box and the emitter. There was no patient present.

Manufacturer narrative:
The field generator was also returned to the manufacturer for analysis. Functional testing and visual/physical examination was performed on the returned part and no failure was found on this component. The part was fully functional. If information is provided in the future, a supplemental report will be issued.